Event description:
Over-sedation post-op pt with epidural pca in progress, not controlling pain. Anesth md notified, came out & increased epidural rate by 1 cc/min. Pain still not controlled. Md notified + ordered IV mso4 pca. Rn set-up, concentration programmed incorrectly. Pt coded, intubated & transferred to ICU. Epidural pca settings: marcaine .05% and fentanyl 2 mcg/cc. Continuous infusion at rate of 12cc for a total of 250cc. Bolus of 1cc every 10min. Epidural pca deactivated @ 2015. The customer was contacted for add'l info. The pump was programmed at 820pm in the pca only mode to deliver mso4 1 mg/dl instead of intended 5 mg/dl and a 2mg pca dose resulting in each pca delivery being 10mg instead of the intended 2mg. Remaining programming was for a 6min pt lockout, & no 4-hour limit. At an unspecified time, pt was conversing with spouse when they turned their head and became unresponsive, help was summoned, & at 925pm a resp code was called. At 930pm, the pt was intubated, and received 0.4mg of narcan. At 935pm, the pt received 0.2mg of ativan for "restlessness". At 937pm, a ng tube was placed to suction & the pt received 0.2mg of ativan for "restlessness" at 945pm, the pt transferred to ICU. A final dose of ativan was given at 950pm. The pt was manually bagged & did not require mechanical ventilation. The event prolonged the pt's hospital stay by 1 day, but the pt "completely recovered" with no long term problems. The pt was discharged with no aqdverse sequelae. Though requested, no further info was received.